Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of kidney cancer and bacterial peritonitis in a patient coincident with dianeal pd4 (selected as dianeal low calcium) therapy for peritoneal dialysis (pd). Action taken with dianeal was withdrawn. During a call with baxter healthcare, the following was reported. On an unknown date, the patient was hospitalized for a nephrectomy due to kidney cancer. On an unreported date, the patient experienced peritonitis and was hospitalized. On an unreported date, the patient began treatment with an unspecified antibiotic. On an unreported date, the patient's pd catheter was removed, and dianeal therapy was withdrawn. On (B)(6) 2012, the patient was placed on hemodialysis. On an unknown date, the patient recovered from the event of peritonitis. The status of the kidney cancer was unknown. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h19059, h11g12049, h11k01037 and h11k29095 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown; however, the manufacture and 510k will be provided in the MDR. Although there are multiple product codes provided, the brand name remains unchanged and will also be provided in the MDR. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.